Event description:
The clinician reported that 11 months after the dental implant was placed in ada site 6 in the patient's mouth, the implant lost osseointegration. The clinician reported the implant fell out of the patient's mouth. Bone loss and inflammation were also noted in this patient with excellent hygiene. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.